Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the subject device and found air leak at the distal end cap and the instrument channel, chip in the light guide lenses and the object lens, and damage in the adhesive at the edge of bending rubber. Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the above, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result after reprocessing by oekg cleared the german guideline.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes and the reprocessing method. There was no report of infection associated with this report.